Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified folfusor overinfused. The pump emptied 1 hour and 45 minutes earlier than indicated. This was discovered during patient use. The device was filled with 4 vials of morphine 10mg/ml, 2 vials of buscopan, and 3 vials of midazolam 5m/ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.